Event description:
The customer reported the evis exera iii xenon light source display a b30 scope communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to press the escape key on the cv-190 keyboard and to power down the cv-190/clv-190. Afterwards, tac asked the customer to remove the scope from the tower, clean the electrical contacts with 70 isopropyl alcohol, use canned air on the clv-190 connector socket, connect the scope to the cv-190/cl-190, and power it back on. Tac emailed the customer a quick reference guide for resolving the error message. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.